Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test. However unit alarmed motor error during basic occlusion test and unable to prime during prime / a33 test due to faulty fsr (gold). Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 348 mg/dl. The customer experiences sandpaper rash, shortness of breath, feel miserable like symptoms related to the high blood glucose. The customer was not admitted into the hospital as a result of the high blood glucose. The customer was not admitted into the hospital as result of the high blood glucose. The customer does not allege the insulin pump was under delivery. The device will not be returned for the analysis.